Event description:
It was reported that they put the shaver in, turned it on and it spit metal all inside the knee. Another device was available and surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.